Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the lead, the helix exhibited a break. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix break was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be partially extended, bent, stretched, and clogged with blood. X-ray examination found the helix at helix in housing bent and stretched consistent with procedural damage. Unable to perform helix mechanism test due to the helix condition as received. The cause of the reported event is consistent with procedural damage.